Manufacturer narrative:
(B)(4). Method: the two complaint rt266 infant dual heated evaqua2 breathing circuits were returned to fph in (B)(4) for inspection. The returned devices were visually inspected and pressure tested. Results: visual inspection revealed that for both returned breathing circuits, there was a crack along one of the swivel wye ports. One of the breathing circuits failed the pressure test. A lot check revealed no other complaints of this nature for lot number 151218. Conclusion: we are unable to determine the root cause of the fault reported by the hospital. All infant evaqua breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit illustrate in pictorial format the correct set-up and use of the breathing circuit kit. It also states the following: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the swivel wye on the inspiratory limb was cracked. This was observed on two rt266 infant dual heated evaqua2 breathing circuits prior to patient use.